Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and experienced an implant fracture. The hip shaft has fractured in the middle, at the seam between the stem and the neck section. Any kind of trauma event has not been reported. It is unknown if a revision surgery has taken place.

Event description:
Patient was implanted on an unknown side and experienced an implant fracture. The hip shaft has fractured in the middle, at the seam between the stem and the neck section. Any kind of trauma event has not been reported. It is unknown if a revision surgery has taken place.

Manufacturer narrative:
Additional information received on apr 28, 2021. The reported product is not released in USA and hence this event is not reportable. Zimmer¿s reference number of this file is (B)(4).